Manufacturer narrative:
The ultra 360 patient positioning system was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received had the upper and lower handles adjusted to bring them back into tolerance from not holding properly. Both shock cushions, ¼ inch pin, and adjustment wrench were replaced from being worn. The right bracket was loose, so the roll pin was replaced. Unit received with std. Adaptor and not the tri-star adaptor. Root cause analysis - complaint confirmed via inspection of the unit. Both the upper and lower handles needed to be adjusted due to not holding properly and the unit required replacement of worn components due to routine use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported slippage during an unspecified procedure, and that the top locking handle on the mayfield ultra 360 patient positioning system (a2009) seemed a little loose. It is unknown if there was patient injury. No surgical delay has been reported.